Event description:
58 y/o developed infection & required re-admission & surgery for removal of a retained portion of a jackson-pratt drain. Initial abdominal surgery with insertion of drain was done 1999. Drain initially removed in physician's office after pt was discharged. Physician unaware that a portion of the drain had broken off and remained in the pt. Pt developed an abdominal wall infection which prompted the exploration which occurred 4/29/99.